Event description:
Caller reported a malfunction on pump, which did not occur after any notable events. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Customer was assisted with resetting pump, which resolved the malfunction code, allowing continued use of pump. Cts advised caller to call back if any malfunction code recurs, and caller acknowledged understanding.